Manufacturer narrative:
(B)(4). Device was implanted and explanted on the same day. Device is not expected to be returned for manufacturer review/investigation. The reported event required medical/surgical intervention to preclude permanent damage to a body structure. Should further information become available this determination will be reviewed accordingly. The devices had to be removed due to a hematoma. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017 during a craniectomy removal procedure due to a hematoma 4 screw heads broke off. The surgeon was able to retrieve all fragments but one screw was left embedded into the patient. The remaining construct was removed. The entire construct included 4 plates and 19 screws. The procedure was successfully completed without a delay and the patient was stable. This complaint is to capture the information regarding the removal due to the hematoma. The broken screw heads are captured in com-(B)(4). This complaint involves (23) twenty three devices. This report is 23 of 23 for com-(B)(4)